Manufacturer narrative:
Software analysis was conducted and it was determined there was insufficient information to determine the cause of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was refuse by the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the registration was not accurate in the posterior part of the head. When touching the skin to verify the accuracy, the pointer was pointing inside the brain. Registration was repeated several times with different studies and it kept being inaccurate. The yellow sphere was including the whole head, but the accuracy was >2mm inside of it in that area. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
Additional information: additional procedure information received. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The likely cause of the reported event was due to a bad registration resulting from a bad image quality. If information is provided in the future, a supplemental report will be issued.

Event description:
The total inaccuracy observed was 1cm at the posterior part of the head.